Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed the battery charge indicator was not on and the battery symbol error message displayed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.